Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Resistance tests were completed to assess lead electrical performance. Measurements throughout these tests were within normal limits. Laboratory testing was unable to reproduce the reported clinical observations. Visual inspection noted the lead body was twisted which could have been caused by twiddler's syndrome.

Event description:
Boston scientific received information that via the patient¿s home monitoring system that this right ventricular (rv) lead exhibited high out of range pacing impedances. The patient was brought into the clinic and an x-ray revealed evidence of twiddlers syndrome. The lead was explanted and replaced without incident. No adverse patient effects reported.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.